Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited an insulation anomaly. All electrical values were stable and within range. The insulation was repaired and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.